Manufacturer narrative:
D4: primary unique device identification (UDI) number (B)(4). Lvot obstruction in patients who undergo transcatheter mitral valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases, lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. As reported on the medical records reviewed, the valve was implanted in ''excellent position'' and pre-procedure evaluation had determined a high risk for lvot obstruction due to the aml anatomy. Investigation results suggest/indicate that patient factors (aml anatomy) may have caused or caused or contributed to the lvot obstruction requiring impella placement and alcohol septal ablation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by our implant patient registry that approximately 4 days post transseptal transfemoral mitral valve replacement (tmvr) with a 29mm sapien 3 ultra resilia valve, the patient expired. Per medical records received and reviewed, the patient had a complex medical history and was considered high risk for tmvr due to chronic systolic and diastolic heart failure, hypertrophic cardiomyopathy, prior cardiac surgeries, severe calcific mitral stenosis, mitral regurgitation, small left ventricular cavity and anterior mitral leaflet anatomy associated with elevated risk for left ventricular outflow tract (lvot) obstruction. The patient was not a surgical candidate; therefore, high-risk valve-in-mitral annular calcification tmvr with a 29 mm sapien 3 ultra resilia (s3ur) valve was performed as a last available treatment option. A lampoon (laceration of the anterior mitral leaflet to prevent outflow obstruction) procedure was performed prior to valve implantation to reduce the risk of lvot obstruction. The valve was successfully implanted with excellent position and no regurgitation or paravalvular leak. Following deployment, the patient developed lvot obstruction, which was immediately treated with impella placement and urgent alcohol ablation of the basal septum. This resulted in immediate improvement of the lvot gradient. To allow the alcohol septal ablation to take effect, post-procedure the patient was kept intubated with impella support. The patient was transferred to recovery in hemodynamically stable condition with normal perfusion and normal lactate. However, more than 24 hours later the patient developed profound lactic acidosis, acute renal failure, hemolysis, and shock liver, consistent with severe systemic hypoperfusion and evolving multiorgan dysfunction. On post-operative day (pod) 2, the patient was placed successfully on extracorporeal membrane oxygenation, the impella position was readjusted, and continuous renal replacement therapy was initiated. Follow-up echocardiography demonstrated a normally functioning mitral valve prosthesis without regurgitation, but there was severely reduced biventricular function. A cta scan revealed mesenteric ischemia due to occlusion of the inferior mesenteric artery and critical limb ischemia requiring partial sigmoid resection. The patient remained in refractory distributive shock with persistent lactic acidosis, hypoperfusion to the extremities, and multiorgan failure despite aggressive intervention including perfusion catheters. Given the poor prognosis and lack of clinical improvement, care was transitioned to comfort measures following discussion with the family, and the patient died on postoperative day 4. Per the death certificate, the immediate cause of death was mesenteric ischemia secondary to distributive shock due to lactic acidosis. These findings are consistent with systemic hypoperfusion/critical illness in the setting of severely reduced biventricular function and evolving multiorgan dysfunction, rather than evidence of edwards thv device malfunction or a direct device-related contribution. Based on the available information, the death was not considered caused or contributed to by the edwards devices used in this case.